Manufacturer narrative:
The reported events of inadequate capture and high pacing lead impedance were not confirmed. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis found the inner coil over-torqued at the connector region consistent with procedural damage. The cause of helix mechanism issue was isolated to blood/tissue in the helix region and over-torqued of the inner coil. No further anomalies were detected.

Event description:
It was reported that the patient presented for implantable cardioverter defibrillator implant procedure. During the procedure, it was noted that the helix of the right ventricular lead unexpectedly retracted and failed to extend afterward. The capture threshold increased and the pacing impedance increased. The procedure was completed using an alternate lead on (B)(6) 2024. There were no patient consequences.